Event description:
It was reported that the device was displaying a service indication intermittently during power on. The device logged several fault codes in the memory and it may have not been able to perform critical function. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb to system pcb cable assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.